Manufacturer narrative:
This report is submitted on june 08, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site, leading to extrusion of the receiver/stimulator. The device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (date not reported) to be treated with oral and IV antibiotics (date and duration not reported). This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on august 11, 2023.